Event description:
On november 11, 2006 the lay user/pt contacted lifescan alleging an "error 4" issue with his one touch ultra meter. The medical affairs specialist (mas) was unable to reach the pt by telephone so a letter was sent on november 17, 2006 requesting the pt to contact lifescan. The mas listened to the call between the pt and the customer care advocate to obtain/verify the following information. The pt reported repeated "error 4" messages for an unspecified time period. At the time of concern, the pt was feeling light headed and went to the emergency room at 2 pm for a blood glucose test. The pt did not report if he took any actions to administer self-care after the attempted test. He obtained a "high" unspecified blood glucose result on the hospital's device and was treated with metformin. The customer care advocate (cca) verified that the test strips were in good condition, the correct testing technique was used, and the temperature of the testing environment was within range. The cca walked the pt through troubleshooting and the "error 4" was not resolved on the phone. It would be helpful to obtain the following: how long the pt was unable to test on his meter, the pt's testing frequency, the pt's diabetes medication regimen, and when his symptoms started. This complaint is being reported because the pt was getting "error 4", reported symptoms of feeling lightheaded at the time of concern, and received medical treatment at the emergency room. The "error 4" was unresolved with troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.